Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 468 mg/dl at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection for high blood glucose. The customer stated that the insulin pump had insulin flow blocked alarm during basal. The insulin pump will not be returned for analysis.